Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had inadvertently become stretched upon advancing the protective sleeve. The lp was implanted without consequence. The patient was stable.